Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that a decrease in sensing and pacing lead impedance and an increase in capture thresholds were observed. X-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful. The patient was discharged after the procedure.